Event description:
The complainant reported a prima zirconium abutment placed at fdi site # 12 in a male pt on (B)(6), 2010. The abutment was reported to have fractured during normal function on (B)(6), 2010. The complainant reported that there was no adverse affect to the pt as a result of the reported problem. Both the abutment and abutment screw were removed without difficulty or the need for auxiliary tools. The implant remained in the pt and functional.

Manufacturer narrative:
The zirconium abutment and screw were returned for eval. Visual inspection revealed the base of the abutment was fractured. Microscopic eval revealed the fracture originated around the neck of the internal lobe connection. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause can be attributed to user technique and/or operational context. Also, fractures can occur at the base of the zirconium abutment if a torque setting over the recommended 30 ncm is applied. Furthermore, misaligned internal lobes at the connection during placement is another potential cause of zirconium abutment fractures. Visual analysis also revealed that the abutment was prepped and was fitted to the crown. Another fracture was located at the head of the abutment's retaining screw just below the area where the crown was positioned. This fracture surface is relatively flat and circumferential. It appears to be in a plane at and adjacent to the level of the implant interface. This is a location that is well known to be a stress riser. It is presumed that the abutment was "prepped" to allow the crown to fit, as the wall thickness of the abutment was found to be significantly reduced. The prepping performed to fit the crown is the likely cause of this portion of the premature abutment fracture. Product is supplied by keystone dental as a non sterile part, consequently, there is no exp date. (B)(4).